Event description:
It was reported by the customer that while preparing the cardiosave intra-aortic balloon pump (iabp) for use, the unit was not working from mains power despite that it was connected to the wall socket outlet. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, e1 (event site telephone), g2, g3, g6, h2, h6 (type of investigation, component codes, health effect ¿ impact codes), h10.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit and found the mains power cable reel to be faulty and it was replaced. The unit passed all safety and functional checks to meet manufacturer specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported by the customer that while preparing the cardiosave intra-aortic balloon pump (iabp) for use, the unit was not working from mains power despite that it was connected to the wall socket outlet. There was no patient involvement and no adverse event reported.